Manufacturer narrative:
The insulin pump was received with constant motor communication error alarm and off no power alarm without battery indicator after inserting battery due to faulty board. Analysis was unable to verify weak signal alarm, sensor glucose and blood glucose anomaly and unable to perform functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self test, unexpected restart test and all operating current test due to constant motor communication error alarm and off no power alarm without battery indicator. The insulin pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received weak signal alarm. The customer also reported that the threshold suspend was triggered. The customer's blood glucose was 282 mg/dl at the time of incident. The insulin pump will be returned for analysis.